Event description:
The customer received info that suggested that the cuff developed a leak which the customer reported sounded like an 'audible wheeze'. The customer reported that the pt was re-intubated. There was no report of serious injury or permanent harm to the pt. The customer reported that they do not have the alleged defective sample to return for further eval nor do they have the lot number of the product.